Event description:
It was reported that a patient underwent a transforminal lumbar interbody fusion procedure on (B)(6) 2023 and suture was used. The suture was broken after taking bite and during tying the knot. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-02009. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one empty labeled winding former, one detached needle and some suture pieces that pertain to product code vp2421. As per visual inspection of the folder, it was noted that the suture has started with the degradation process, due to the time of exposure of sutures to the environment could not be determined. In addition, the foil was not returned for evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that a closed packet that pertains to product code vp2421 was received for evaluation. Upon initial inspection, of the sample, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand; no defects, damage, or suture breakage were noted. A functional test was performed using an instron equipment and the tensile strength force exceeded the minimum requirement. The device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related events captured via: 2210968-2023-02009.